Manufacturer narrative:
The reported events of no sensing and low impedance were not confirmed. The reported event of insulation damage was confirmed. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a pacemaker implant procedure. During the procedure the right atrial lead exhibited a failure to sense and low pacing impedance. Insulation damage due to suturing was noted and was attributed to user error. The lead was removed and replaced on 13jan2021. The patient was stable.